Manufacturer narrative:
Event date: unknown. This report is for one (1) unknown helical blade. Additional product codes for this report include: hwc. Date of original implant was an unknown day in (B)(6), 2014. It is unknown if the complainant parts will be returned for manufacturer review/investigation. (B)(4). PMA/510k number: unknown as there were no lot or part numbers provided for this complainant device. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure to remove a trochanteric fixation nail (tfn) implant. The helical blade, nail, and one (1) distal screw were removed due to a non-union that occurred at the proximal femur location. All parts were removed intact. The patient was not further revised. No surgical delay was reported and surgery was successfully completed. Patient status/outcome was reported as ¿good.¿ the original implant was done around (B)(6) 2014. This report is for one (1) unknown helical blade. This report is 1 of 2 for (B)(4).